Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Robotic surgery - "this is a complaint from the market. (B)(4). Please refer to the complaint sheet for investigation. The event product has not been returned to oly yet, but it will be returned in some days. " complaint sheet - "report from the sales rep: the distal end of the sleeve was found to be damaged and missing a portion/some portions in the patient cavity when the customers removed the event product from the patient body. After all, they were unable to find the portion(s). How to use the event product: camera port. Procedure: robotic assisted thoracoscopic esophagectomy using da vinci surgical system. Initial investigation report by aomori olympus: the event product hasn't been returned to oly yet. After the investigation by oly, the event product will be returned to amr for further evaluation. We would like to update this sheet and send them to amr as soon as investigating the unit. (B)(4). Requests: please review the device history records for this lot and provide us with the review results by june. 2nd, 2016 (jst)/8:00pm, june 1st, 2016 at your local time. You could give us the results regarding the device history records through statements on your email or attached letter on your email (the latter is preferred). We could have the closing letter including investigation and the device history records after being given the review results about the device history records. The customer would like to know durability of the sleeve. If possible, please include answers to this question in the closing letter." Patient status - "now ok, but unknown for the future."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering confirmed that a portion at the tip of the cannula had broken off. Engineered noted two cracks on the cannula tip perpendicular from the missing portion. During the manufacturing process, all trocars are 100% visually inspected prior to packaging. The root cause of the event is likely the result of excessive force applied on the cannula in combination with lipid exposure. Although the exact root cause could not be confirmed, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received from an olympus representative on june, 2, 2016: the duration of the procedure was more than 5 hours. The customers seemed to notice that the sleeve was visibly damaged when they removed the product during a procedure to check something. The customers mentioned that after they finished the operation, they confirmed the sleeve was damaged through the operation's movie; in an attempt to find the missing fragment. The customers mentioned they couldn't notice giving high insertion force abnormally at all because tactile sensation cannot be feed-backed to operators according to the specification about the da vinci surgical system. Additional information received from an olympus representative on june, 6, 2016: about 5 hours in the use of a da vinci camera through the event trocar around chest part, the incident occured. The procedure performed was a thoracoscopic esophagectomy. The customers mentioned that the inserted da vinci camera might possibly give robotic strong force to the trocar. The customers were not sure if there was any unusual torquing required during the procedure.